Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text: device not returned.

Event description:
It was reported that the pump battery could not be charged. The customer¿s blood glucose was 201 mg/dl. The customer reverted to an alternate method of insulin therapy.